Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. When the surgeon attempted to align the components, it was noticed the rotational alignment marks on the cruciate wing did not line up with the markings on the tibial tray. The taper was disengaged to correct the rotation.

Manufacturer narrative:
Device was not returned as it was implanted. Investigation found that component was manufactured prior to implementation of new gauge design and was non-conforming. Review of device history records show seven units of this lot released to inventory. Review of sales history shows three of the seven units have been successfully implanted, the four remaining units are within biomet's control.